Event description:
User facility reported noticing a broken haptic on the intraocular lens during insertion. The wound was widened during lens exchange.

Event description:
Successful outcome reported for cataract surgery. Visual acuity 20/40 without correction.